Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip that a patient was involved during the malfunction although no patient information was communicated. Cardioquip's investigation determined that the device malfunction described by the customer could not be replicated; however, both heaters and panel mount kits were replaced, and the device's kt7 temperature controllers were calibrated to mitigate future device malfunction. Following replacement and service of these components, the device passed inspection, and is fully operational.

Event description:
Customer reports that their delivery temperature drops by 3-5 degrees when cold cpg is turned on, and it will not rewarm to the setpoint until cpg is turned off. Cpg temperatures are also not going any lower than 10-11 degrees, where the usual is 4-6 degrees, device is also very slow to warm on main cpg.